Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. The pump and cassette were returned for investigation. Major bleed/access site adverse event: the product was returned for investigation, and no kinks or abnormalities were observed. The cause of the access site bleed was use related as activated clotting time (act)s were above 180 at the time of bleeding. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The device was returned therefore d9 was updated and h6 type of investigation and investigation findings.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support on impella cp on september 2nd, 2025, the physician was at the step pulling out the peel away sheath and right after inserting the repositioning sheath into the groin access. A massive bleeding in the groin occurred very quickly. The patient got into hemorrhagic shock and received directly blood donations. Afterwards patient immediately received a cat scan(CT). After CT, the surgical team were immediately aware and involved. The impella was removed by surgical closure. The surgical physician saw no harm of the femoral artery. After treating the bleeding and groin closure, patient is stable and moved to a normal ward.